Manufacturer narrative:
(B)(4). This is a report of use error, where the supplies were damaged while in use for peritoneal dialysis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The ¿operating instructions-prepare for therapy¿ section warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. The ¿operating instructions-prepare for therapy¿ and "quick reference" sections warn the user that using damaged sets can result in contamination of the fluid or fluid pathways. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was damaged during dwell three of four of peritoneal dialysis therapy on the homechoice. The patient stated that the delivery man ran over the patient line and cut the tubing. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.